Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-aug-2019 with the following findings: the pump was powered on and the audible tones functioned properly. The complaint of an unusual audio tone issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. It was reported that the pump made an unusual sound at start-up. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.